Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported after a sjm representative met with the patient it was found the patient scs ipg was inoperable as it would not communicate with external devices. The patient was unsure when she last recharge her scs ipg. Additional follow-up identified the patient would like her scs system removed.